Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield braid was returned inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal, middle, and proximal of the braid were found fully opened and no damage. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the middle of the braid was fully opened and no damage. The cause of failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and deploying the braid in the vessel bend. However, the customer reported that vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. In this event, the user deployed the braid in the vessel bend may have contributed to the failure to open issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open. Pipeline would not open at the turn on the distal edge of the aneurysm neck. It failed to open in the middle section. The middle of the pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No other actions were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the micro catheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right internal carotid artery (ica). The max diameter was 3.78mm and the neck diameter was 5mm. The distal landing zone was 3.5mm and the proximal landing zone was 3.78mm. Dual antiplatelet treatment was administered. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Ancillary devices: 90cm ballast sheath, 058 navien guide catheter, phenom 27 microcatheter.